Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic pelvic organ prolapse, bilateral paravaginal defects, vaginal vault prolapse, an enterocele, a rectocele, stress urinary incontinence and uterine prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent a vaginal hysterectomy, apical suspension and cystoscopy on (B)(6) 2009 due to recurrent stage 3 pelvic organ prolapse. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05823 and medwatch 2210968-2013-24096. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05823. The same patient is represented in each medwatch.